Event description:
It was reported that the user experienced a low blood glucose reading of 64 mg/dl while using the ilet and self-treated with multiple oral carbohydrates including bread with jam and butter, milk, and a cookie; the user asked whether any pump input was required after treating the low and was advised that no pump entry was necessary. Symptoms included hypoglycemia. Outcomes included completion of troubleshooting and education regarding the risk of overtreating hypoglycemia and potential subsequent glycemic variability, with instruction to perform a fingerstick recheck after 15 minutes. Investigation included clinical troubleshooting and user education on appropriate treatment of low glucose and device-use guidance. Investigation of this case revealed no device malfunction and indicated user-related overtreatment as the contributing factor, with the device operating as designed and no component issues identified. It was concluded, based on previously established findings for similar reports, that user technique and behavior were the likely cause.